Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the optical signal issues and impella positioning alarms cannot be determined with no data logs or pump returned for evaluation. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that impella 5.5 position was unknown and impella position in aorta alarms occurred. The alarms are not conducive to the echocardiography showing impella in proper placement and contraction of the left ventricle. The patient eventually expired while on impella support.